Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer reported that they received the lost sensor alert. Patient's wife said that they had a blood glucose of 500 mg/dl result from the meter today and the patient did correction using injection 2 times. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.